Event description:
The customer reported that the unit shut down unexpectedly.

Manufacturer narrative:
We have not yet received this device for evaluation, and the complaint is still under investigation.